Event description:
It was report via a journal article that a patient underwent an inguinal hernia repair on (B)(6) 2005 and subcuticular suture was used. Approximately 4 weeks post-operative the patient developed extrusion of the suture, granuloma, and inflammation. After spontaneous extrusion of the suture, the wound healed without any disturbances.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.